Event description:
PICC was found leaking and broken at the hub. Pt outcome was good, another line inserted with no problems.

Manufacturer narrative:
Although the device was not returned to vygon for eval, the details of the malfunction have been sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.